Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. A call to technical services placed on 07/10/2013 states that there was lv pacing impedance change. Lv pacing configuration was changed in (B)(6) from lv ring to lv ring to can configuration and impedance decreased from 11-65 ohm range to 491-500 ohm range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).